Manufacturer narrative:
The lead was surgically abandoned and will not be available for return. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this lead was removed from service for a product performance issue with no additional information. A request for additional information has been sent.